Event description:
The customer reported a failure to discharge during a patient event. The involved patient died. The customer did not allege the device played a role in the patient's outcome.

Manufacturer narrative:
(B)(4): the device was evaluated by the hospital biomed with assistance from the philips response center. The issue was isolated to a faulty external paddle set. The external paddles were replaced to resolve the issue. The device passed all testing and was returned to service. We are considering this a malfunction of the external paddle set.